Event description:
Boston scientific crm received information that during a normal patient follow up, it was discovered that the measurements on this right ventricular defibrillation lead suggested a malfunction. Both the pacing threshold and impedance measurements have been steadily increasing over the last six months. The pacing impedance measurements are at 1258 ohms and the threshold was at 2.2 volts. There was also evidence of loss of capture. In addition, the associated device recorded a non-sustained tachycardia episode caused by oversensing from noise present on the ventricular channel. This oversensing resulted in pacing inhibition for 2.5 seconds. Attempts to recreate the noise were unsuccessful. No adverse patient effects or symptoms were reported but this patient is pacemaker dependent.

Manufacturer narrative:
A lead revision was performed at a later date. Although the measurements taken prior to the procedure were normal, the daily measurements continued to show the pacing impedance measurements increase up to 1300 ohms. The shocking impedance measurements were still stable. An x-ray was performed and no anomalies were noted. Due to the patient's dependence on pacing, this lead was capped and remains in the patient. The implanted competitor defibrillation lead that had been previously capped was reconnected to the device. All measurements were within normal range. No additional information is available. Because this lead was capped, it will not be returned for laboratory analysis. If any additional information does become available, this report will be updated.